Manufacturer narrative:
The root cause is unk. The gauge bar was in calibration, however, the blade bed and oscillating pin were damaged. Quality of skin graft can be related to this damage. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
A padgett slimline dermatome was involved in a product problem and was described as follows: a (B)(6) male pt with "normal skin" was having skin harvested from his thigh. The dermatome was cutting the pt's skin intermittently and not cutting smooth. The desired dermatome depth and the depth obtained is unk. Another dermatome was required to complete the graft. The graft is healing well at this time. The date of the event is unk.